Event description:
It was reported that during an unrelated procedure on (B)(6) 2025, the old capped right ventricular lead was explanted. The lead was capped back in 2020 for an unspecified reason. The patient¿s condition remained stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).